Event description:
Per medwatch: pin hole found in double lumen hickman when the line was being removed after treatment was complete. No other info provided.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) of huui0579 showed no other similar product complaint(s) from this lot number.